Manufacturer narrative:
(B)(4). Catalog number - it is unknown which screw became stuck in the plate and subsequently fractured, however it is one of the following: item# 00235904035, 3.5mm universal locking screws, lot# unknown; 00235904035, 3.5mm universal locking screws, unknown; 00235904035, 3.5mm universal locking screws, unknown; 00235903635, 3.5mm universal locking screws, unknown; 00235902635, 3.5mm universal locking screws, unknown; 00235902635, 3.5mm universal locking screws, unknown; 00235902635, 3.5mm universal locking screws, unknown; 00235904235, 3.5mm universal locking screws, unknown. Concomitant medical products: 00235701010, periarticular locking plate tibia, 62147291; 00235904035, 3.5mm universal locking screws, unknown; 00235904035, 3.5mm universal locking screws, unknown; 00235904035, 3.5mm universal locking screws, unknown; 00235903635, 3.5mm universal locking screws, unknown; 00235902635, 3.5mm universal locking screws, unknown; 00235902635, 3.5mm universal locking screws, unknown 00235902635, 3.5mm universal locking screws, unknown;; 00235904235, 3.5mm universal locking screws, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07930.

Event description:
It was reported that during the routine removal of the plate one of the screws became stuck and fractured. Therefore, the screw had to be drilled out. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned plate noted remains of an unknown drilled out screw in one of the holes. Plate exhibits heavy gouges and purple color stain around the screw hole. The returned products were sent to sem for additional testing. . The source of these foreign elements identified on the product is unknown. The material analysis confirmed the products are conforming to print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.